Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed incoming testing due to the damage case preventing the insertion of a battery. Additionally the l2, j1002bb and j1003bb components were damaged on the ca board. The root cause damaged case was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case